Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in pacing impedances on the right ventricular (rv) lead and left ventricular (lv) lead. The rv pace impedances rose from 400 ohms to 827 ohms approximately 4 months ago. At the same time, the lv pace impedances increased from 1700 ohms to an out of range value of 2100 ohms. Both impedances have been stable since the increase in values. The patient is being monitored and the products remain in service. The rv lead is a competitor's product. There have been no adverse patient effects reported.